Event description:
Boston scientific received information that this patient received inappropriate shocks for an atrial driven arrhythmia which exhausted all therapy. There was no patient harm as a result of the shocks. The device programming was optimized for this patient, and the device and lead remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.